Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. This was the first occurrence of the alarm that nurse knows. No visible signs of blood in the helium tubing and all connections are secure. . She had not used the ¿iab fill¿ and ¿start¿ keys to resume therapy. She also did not utilize the ¿help¿ key. There was no patient harm or injury.

Manufacturer narrative:
Due to character limit in d10: sensation plus 8fr 50cc, it was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. This was the first occurrence of the alarm that nurse knows. No visible signs of blood in the helium tubing and all connections are secure. Nurse had not used the ¿iab fill¿ and ¿start¿ keys to resume therapy. Nurse also did not utilize the ¿help¿ key. After reviewing the information with her, nurse feels more comfortable about the alarm and that nurse will call me back if it occurs again on her shift. Nurse states if further assistance is necessary, nurse will give more information at that time. Nurse is appreciative of the assistance today. Nurse does not call again the remainder of the day.